Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the us connector cable buckled, the remote control button leak, the us connector cable leak, the root brace rubber cut, the u/d knob white marking faded/missing, and the us connector cable power supply issues (wire connection); however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.